Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 826633) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis- the device met all manufacturing and quality testing/inspection specifications. No visible damage to sensor or connector. Icp express and no transducer detected. Catheter stretched 75.5 cm from connector. Internal wires broken, and no testing was possible. The complaint condition and root cause was confirmed in the complaint investigation. The root cause could be determined to be ¿mishandling of the catheter¿.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID (B)(4)) could not be detected by the icp (intracranial pressure) monitor during the implantation procedure. The sensor was retrieved and monitoring was stopped. No patient injury reported and the event did not led to surgical delay.